Event description:
It was reported prior to using bd vacutainer® sst¿ that fifty-one (51) tubes had an abnormal additive appearance. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received five (5) photos for investigation. After review and analysis of the customer photos, an additive abnormality was observed in the tube. A total of 30 retained samples underwent a visual inspection for additive abnormality, and all passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ that fifty-one (51) tubes had an abnormal additive appearance. There was no health impact or consequence reported.